Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented for routine device check. Myopotential oversensing was observed. Review of the stored EKG conformed oversensing and pacing inhibition. Programming changes were made.